Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission to reflect an evaluation of the device. This is report one of three separate reports for this event. The other reports are cc84839 line 156595 (1220246-2016-00152fu1) and cc84839 line 156596 (1220246-2016-00153fu1). Complaint confirmed for a broken needle point. The distal end of the nitinol point demonstrated minimal scrape marks indicating the device was not fired excessively. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The instrument used in the event was not returned or identified. The suture notch depth, strip thickness, and width dimensions were confirmed to be within specification. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair, the surgeon was passing the first suture of the fibertape which worked fine. Upon passing through the second suture, it was not passing through and surgeon pulled hard on the suture breaking the tip of the needle. The first needle was broken outside the patient field. A second needle was opened and when passing it the tip bent, but did not break. A third needle was opened and fired and the device tip broke. The tip was not found and may remain in the patient. It is unknown which lot was used first, second or third. (Lot 401024 line 156595, lot 400607 line 156561, lot 10011309 line 156596). Surgeon converted to a mini open repair and used #2 fiberwire to complete the case. The rep states the surgeon elected to not perform an x-ray because he felt confident all pieces were removed via the repeated irrigation and suction during the mini open and because he could visibly see after he converted to the mini open.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is report one of three separate reports for this event. The other reports are cc84839 line 156595 (1220246-2016-00152) and cc84839 line 156596 (1220246-2016-00153). The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair, the surgeon was passing the first suture of the fibertape which worked fine. Upon passing through the second suture, it was not passing through and surgeon pulled hard on the suture breaking the tip of the needle. The first needle was broken outside the patient field. A second needle was opened and when passing it the tip bent, but did not break. A third needle was opened and fired and the device tip broke. The tip was not found and may remain in the patient. It is unknown which lot was used first, second or third. (Lot 401024 line 156595, lot 400607 line 156561, lot 10011309 line 156596). Surgeon converted to a mini open repair and used #2 fiberwire to complete the case. The rep states the surgeon elected to not perform an x-ray because he felt confident all pieces were removed via the repeated irrigation and suction during the mini open and because he could visibly see after he converted to the mini open.